Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 436 mg/dl. The customer treated with insulin shot. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that insulin did exit. The customer stated for the last few nights, she has been waking up high and does not know why. The customer stated that she treated her high readings and when she gets up in the morning, it is elevated again. The customer was advised to call back to troubleshoot.